Event description:
It was reported to medtronic neurosurgery that a bactiseal® shunt system used in conjunction with a medtronic valve. According to the report, the patient had high bmi, and this was a primary shunt procedure. Reportedly, the patient was showing symptoms of infection. The report stated that the lead clinician advised that the patient has settled down and is no longer showing symptoms of infection as was previously reported. According to the report, lab results have showed no bacterial growth for the patient. Reportedly, no revision surgery is planned at the moment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was identified from the maude database. It was not possible to follow up with the initial reporter as no contact information was available. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)